Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over one hour occurred for the g6 receiver. However, data for the g6 ios app was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over 1 hour occurred on (B)(6) 2023 for receiver with serial number ni. However, sensor pod with serial number ni was returned for evaluation. An external visual inspection was performed and passed. A review of the share logs was not performed. The allegation was undetermined. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).